Event description:
It was reported that the patient had the entire system removed in (B)(6) 2011 because, the sutures used to close the device pocket were not absorbed properly by the body. Prior to the device being explanted, the patient was admitted to the emergency room (ER) because of fluid around the suture area that was not absorbed and coming out of her. No infection was found at the time, just fluid buildup around the suture. The device was explanted the next day after the ER visit. The patient was doing fine, the wound healed normally and everything closed up. The patient was happy.

Event description:
Additional information received reported that the system removal was for either replacement or the patient no longer needed therapy. The surgery center reported no problems with the patient or the products.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3888 lot# v814695 serial# implanted: 2011 (B)(6), explanted: product type lead; product ID, 3888 lot# v836594 serial# implanted: 2011 (B)(6), explanted: product type lead; product ID, 3778 lot# v775043028 serial# implanted: 2011 (B)(6), explanted: product type lead; product ID, 37082 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.